Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A device material number was not available for this site.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, following a cryo biopsy, a grade 1 bleed was identified. The bleeding was successfully controlled with adrenaline, and the physician performing the procedure stated that this bleeding was within the normal range for the procedure. It is unknown if the adrenaline was administered locally or systemically. The procedure was completed without further complications. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.